Event description:
New information received states the patient felt a pounding over the device area and slightly lightheaded during while it was in the backup mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device follow-up. The patient suffered from pacemaker syndrome. It was noted that the right ventricular lead exhibited noise. The lead was successfully reprogrammed. The patient was stable.